Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Dates estimated. The device is not returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Literature attachment: low-dose thrombolysis for the management of left atrial thrombus formation during percutaneous mitral valve repair. The mitraclip referenced is being filed under a separate medwatch report.

Event description:
This is being filed to report the femoral bleeding. It was reported through a research article titled, low-dose thrombolysis for the management of left atrial thrombus formation during percutaneous mitral valve repair, which identifying that the first clip was successfully deployed; however, floating mobile thrombosis formed on the tip of the second clip and the thrombosis was attached lateral to the clip arms. There was no attempt to remove the clip delivery system and the clip due to incalculable risk of thrombus shredding. The physician had concerns about embolism and ischemic stroke. Surgery was not a valid option for the high-risk patient; and therefore low-dose thrombolysis, and maintained anticoagulation was given which successfully dissolved the thrombosis within 40 minutes. It was noted that argatroban was administered for periprocedural anticoagulation. Minor bleeding was observed at the femoral access site. It is unknown at this time if the bleeding was caused during advancement or removal of the steerable guide catheter. The bleeding was treated through manual compressions. The patient was free from any signs or symptoms of embolization. One clip was successfully implanted. Details are listed in the attached article. No additional information was provided.

Manufacturer narrative:
(B)(4). Date received by manufacturer changed from (B)(6) 2019 to (B)(6) 2019.

Manufacturer narrative:
Internal file number: (B)(4). The UDI is unknown because the part number and lot number was not provided. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a conclusive cause for the hemorrhage could not be determined. The reported patient effect of hemorrhage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.